Manufacturer narrative:
The manufacturer had previously reported the failure of the internal battery, sensor board and power management board. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.

Manufacturer narrative:
Device has been scrapped per customer's request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery needs to be replaced to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's power management board and sensor board need to be replaced to address the issues.